Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2014 and (B)(6) 2015 for high blood glucose. Customer stated their blood glucose was over 500 mg/dl during both incidents. The customer stated they felt sick prior to being hospitalized. It was also found the cause of the hospitalizations were from diabetic ketoacidosis. Customer stated they were wearing the insulin pump during both hospitalizations. It was also found the customer was hospitalized due to their meter's inaccurate readings. The customer declined to return the insulin pump for analysis.